Event description:
It was reported that the patient experienced ¿dizziness¿ and ¿lightheadedness.¿ it was noted that the patient was in ventricular ta chycardia (v-tach). It was further noted that the patient was treated with medication and then wasin atrial pace rhythm. The patient was admitted to the hospital. It was noted the patient did not use the implantable neurostimulator (ins) any longer. It was unknown when or why the patient stopped utilizing the device. Additional information was requestedbut was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 399960, lot# v026006, implanted: (B)(6) 2007, product type lead; product ID 355029, lot# n106008, implanted: (B)(6) 2007, product type accessory. (B)(4).